Manufacturer narrative:
The vessel sealer extend instrument is not being returned, failure analysis investigations cannot be performed. At this time there is insufficient event date information; system logs cannot be performed.

Event description:
It was reported that after a da vinci-assisted surgical procedure (unknown name), the robotics coordinator reported the vessel sealer extend (vse) was not sealing all the way. The procedure was completed as planned and no reported patient injury.